Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6)2023. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was high and out of range. Physician decided to monitor the lead without performing any programming changes. The patient was in stable condition.